Manufacturer narrative:
Device received with damage display window cover, minor scratched lcd window, keypad overlay texture damage, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 17 mmol/l at the time of call. It was reported the reservoir compartment ring broke off but the reservoir can still be put in the compartment without any problems. Customer experience high blood sugar due to not blousing correctly. He corrected the high blood glucose with insulin pen. Advice to continue use of the insulin pump until replacement arrives as the device is working without any problems. The insulin pump will be returned for analysis.